Event description:
It was reported that the customer's insulin pump has been programmed for a bolus and prior to the entire bolus being delivered, there were a few beeps, and then the bolus stopped. The customer's blood glucose reading at time of call was 224mg/dl. The mother stated that the device only delivers part of the bolus amount. The caller state that the insulin pump was supposed to deliver a bolus of 1.4 units the day before at the school, and it only delivered 0.5 units, and it did not alarm. The mother stated that the customer did not suspend the insulin pump, it just stopped delivering. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.